Manufacturer narrative:
Device evaluated by MFR: the balloon was received unfolded and solidified saline solution was noted within the balloon which indicates it was subjected to positive pressure. No issues were noted with the balloon that could have potentially contributed to the complaint incident. The device was returned loaded onto the customer¿s 0.034inch guide wire. The customer¿s guide wire size was checked and during analysis the guide wire was successfully removed from the device, however slight resistance was encountered. The investigator then took a boston scientific 0.035in (0.89 mm) guide wire and successfully loaded it through the device without resistance or any issues noted. A visual examination of the customer¿s guide wire identified solidified saline solution on its surface. No issues were noted loading the boston scientific 0.035in guide wire, therefore the solidified saline solution on the customer's guide wire may have been the cause of the resistance encountered during analysis. A visual and tactile examination identified no issues with the shaft of the device. No issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications.the most probable cause of the reported difficulties may be due interaction with another device. (B)(4).

Event description:
It was reported that catheter entrapment occurred. The target lesion was located in a non-calcified vessel. After a guide wire crossed the lesion, a 6.0 x 40, 135cm mustang¿ balloon catheter was advanced for pre-dilation. However, when the device was attempted to be removed, the device could not be pulled out. The balloon catheter was then removed together with the guide wire. The procedure was completed with another mustang balloon catheter. There were no patient complications reported.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that catheter entrapment occurred. The target lesion was located in a non-calcified vessel. After a guide wire crossed the lesion, a 6.0 x 40, 135cm mustang¿ balloon catheter was advanced for pre-dilation. However, when the device was attempted to be removed, the device could not be pulled out. The balloon catheter was then removed together with the guide wire. The procedure was completed with another mustang balloon catheter. There were no patient complications reported.